Event description:
No additional information received regarding the event description.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: discovered air leaking from the balloon, so the device was retrieved immediately. The leak was observed inside the patient. It was a slow leak inside the patient body. The procedure was completed with another device. No additional intervention was performed. Patient is stable.

Manufacturer narrative:
The investigation of the returned balloon microcatheter found kinks at 39cm and 78cm from the strain relief. The balloon was injected with dyed saline and exhibited a pinhole leak during inflation testing, which is consistent with the leak described in the reported event; however, the investigation did not find any condition that would introduce air into the system. The physical evaluation of the device could not identify the conditions or circumstances that led to the leak, but this condition is consistent with the device experiencing inflation forces over specification. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinks, but the kinks are consistent with the device experiencing forces that exceeded its yield strength.

Event description:
No additional information received regarding the event description.